Event description:
Report received from (B)(6) stating that the device had a "bent drive shaft" and the cap was "not aligned." The device was not being used during surgery. It is unk if injuries or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if add'l info is received, a supplemental MDR will be sent. (B)(4).